Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received an unexpected restart alarm and that buttons are not responding on her insulin pump. During troubleshoot; alarm history could not be checked due to keypad not functioning. Blood glucose level 85 mg/dl. Nothing further reported.

Manufacturer narrative:
The act and up arrow buttons did not respond due to corroded keypad traces. The alarm for the unexpected restart could not be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.